Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe (lp) was returned for testing on this investigation. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the lot number was performed. There were no contributing factors identified. A review for ¿complaints reported against this lot number¿ was performed. All relevant complaints found as part of this investigation. A laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no visual nonconformities. A fit check was performed with a trocar and resistance was felt upon insertion. A visual assessment under a microscope was performed and revealed foreign material adhered to the tip. However, it remains inconclusive how or when the foreign material adhered to the tip. The root cause of the reported event is attributed to foreign material. However, it remains inconclusive how or when the foreign material adhered to the tip. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe could not insert into trocar during surgery. The procedure type was not reported. No patient harm was not reported. Additional information has been requested, but none received till date.